Event description:
Customer states her patient appeared to be non-responsive after her hemodialysis appointment. Her blood glucose was tested and the result was 105 mg/dl. An attempt was made to treat the customer with candy, but she refused to swallow it. Fifteen minutes later, her blood glucose result was 135 mg/dl; it was noted that the patient's pupils were non-responsive and the right one was "blown." Emergency medical technicians (emts) were called and they transported her to the hospital. Upon arrival (1 hour after 105 mg/dl result), the customer's blood glucose result was 32 mg/dl and she was admitted for hypoglycemia (treatment unknown). Requested return of suspect device and replacement was sent.